Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. A pump reset was performed with assistance from technical support, and the issue did not recur. The customer was advised to continue using the pump and to report if the malfunction happened again.